Event description:
Distributor requested repair of a malfunctioning pump due to "double beep - no cassette" error message.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in fair condition. Visual exam noted front housing cracking. There was no evidence of complaint with in the device history log. The pump was powered up followed by the double beep. Based on the evidence, the downstream sensor was the cause of the confirmed complaint. However, the root cause is unknown.